Manufacturer narrative:
Complaint evaluation: the customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2021. Upon evaluation of the device by an authorized bench technician, the reported issue was confirmed and the cause was traced to a low capacitor output. "Device failed op check - therapy delivery. Therapy capacitor energy low 7:34:10 and 7:38 repeated in logs. (B)(6) 2021 7:03 pm. Account name: (B)(4). Product name: heartstart xl+ defibrillator/monitor. Serial number: (B)(6). Quote valid until: 24/11/2021. Description: capacitor energy low causing therapy delivery failure - replacement required. Customer resolution and conclusion: based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The customer was provided an estimate for the repair but no response was received. As such, the device was returned to the customer unrepaired. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a therapy test failure. There was no patient involvement.